Manufacturer narrative:
Results: the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pc400. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic arteriovenous malformation (avm) using penumbra coils 400 (pc400¿s). It was noted that the patient¿s anatomy was moderately tortuous and slightly calcified. During the procedure, the physician placed five pc400¿s in the target vessel using a non-penumbra microcatheter. While attempting to advance a new pc400 into the microcatheter, the physician experienced resistance at the distal tip of the pc400¿s introducer sheath and the pc400 would not advance further; therefore, it was removed. The procedure was completed additional pc400¿s and the same microcatheter. There was no report of an adverse effect to the patient.